Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an impact was applied to the scope causing the scope cables to loosen the connection and cut off the connection with the processor. The color bar is displayed when the scope is not connected. The instructions for use have the following statement which can prevent the event: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. Olympus did perform troubleshooting with the customer over the phone, suggesting the customer change out videoscope cables, which the customer did, and this resolved the issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a procedure, an evis exera ii video system center displayed the color bar image. The customer connected the video system to a different videoscope cable and the customer was able to use the evis exera ii video system center without receiving the color bar image. There was no patient impact related to this occurrence.